Manufacturer narrative:
It was reported during a transurethral uretero-lithotripsy procedure, the ncircle tipless stone extractor was not opening. There were no problems in the patient's anatomy. A ureteroscope was inserted into the patient and stone and in the urinary duct the stone broke. After two or three attempts of stone retrieval, the basket became impossible to open. Another device was used to complete the procedure successfully.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported during a transurethral uretero-lithotripsy procedure, the ncircle tipless stone extractor was not opening. They proceeded with another device and completed the procedure successfully. No adverse effects or consequences were reported to the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information are unknown, unavailable or unchanged. Investigation - evaluation a review of functional testing, documentation, drawing, manufacturing instructions, visual inspection, specifications, and quality control data was conducted during the investigation. Visual inspection and functional testing of the returned device were performed. The returned device was found to be non-functional due to sheath damage near the distal end. All devices are 100% inspected for functionality and integrity before packaging. It is likely the sheath of the device became damaged during handling of the device. The device history record was reviewed and no non-conformances were noted. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The investigation was not able to conclude a cause of the event. We will notify the appropriate personnel and continue to monitor for similar complaints.